Event description:
Medtronic received a report that the pipeline vantage tip broke. The patient had stenosis and plaque that caused the distal tip to break off. The pipeline was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for a dissection in the ica. The patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a pipeline vantage embolization system was returned for analysis within a shipping box; within an opened pipeline vantage embolization system outer carton and within an opened pipeline vantage embolization system. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline vantage embolization device instructions for use (IFU): ¿the pipeline vantage device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline vantage embolization system. No bends or kinks were found with the pipeline vantage pushwire. The hypotube and ptfe were found to be intact. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. The silicone disks were found to be damaged. The dps sleeves and tip coil were found to have been detached and not returned. The distal tip of core wire was found to be damaged (kinked). The distal core length was within specification. The pipeline braid was not returned. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿pushwire separation¿ was unable to be confirmed. Customer reported that patient vessel tortuosity as severe. It is likely vessel tortuosity contributed to the pipeline damage; however, root cause could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the braid of the pipeline broke off. Patient had tortuous anatomy and plaque resulting in pipeline breaking.